Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, weight and ethnicity and race were not provided for reporting. This report is for band aid advanced heal large 6 ap. Device is not distributed in the united states, but is similar to device marketed in the USA band aid brand hydroseal bandages all purpose 1ct USA. UDI #: (B)(4). Upc: (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Band aid brand hydroseal bandages all purpose 1ct USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00064. The same patient is represented in each report.

Event description:
A female consumer reported that she used a band aid advanced heal larges on (B)(6) 2019 to heal a wound on her finger and foot. On (B)(6) 2019, the consumer stated that the band aid made her wounds worse. Consumer has been in the hospital multiple times over a couple of weeks but has never been admitted. Consumer states that her wounds are severely infected. Consumer was prescribed antibiotics to treatment the symptoms and a special gel and cream. The consumer symptoms have not resolved. Her wounds are still swollen. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00064. The same patient is represented in each report.